Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 0020003750 was reviewed and the product was produced according to product specifications. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving an unknown number of patients. This is the second of three reports. Refer to 9611594-2020-00174 for the first report. Refer to 9611594-2020-00176 for the third report. It was reported that during placement, the doctor had difficulty removing the stylet from the nasogastric (ng) tube. Upon removal, the ng tube had holes in it. Per additional information received 02 sep 2020, attempting removal of the stylets resulted in deterioration of the ng tube, and led to holes. No further information provided.